Manufacturer narrative:
An additional lot number was reported (lot #m017123).the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the end of the patient line has a green discoloration and molding effect on multiple cartridges. The customer's blood glucose (bg) level ranged from 170 to 390 mg/dl and it was addressed with a bolus. Reportedly, the contact suspected possible insulin degradation. A follow up with the contact indicated that all the supplies were changed and that the customer's bg level was lowered.